Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the resection sheath, 8 mm, for 8.5 mm/26 fr. Outer sheath, abs exhibited a broken ceramic tip. The issue occurred during preparation for use for a therapeutic hysteroscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was most likely that the damaged seal is due to wear and tear and bad maintenance. Based on the damage pattern, it is assumed that the damage was thermally and mechanically induced. However, a definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.